Manufacturer narrative:
The cc has been updated to note receipt of the second set of adjudication minutes. Adjudication minutes received on (B)(4) 2012 indicate that approximately 3 days post procedure the patient experienced partial gaze palsy, partial hemianopia, and mild to moderate aphasia. The neurological exam was performed by the same physician as the exam performed on (B)(6) 2011. No diagnostic testing was performed. The neurological exam upon discharge on (B)(6) 2011 included the following: the patient was alert and oriented x3; cranial nerves ii-xii were grossly intact; the rest of his neurological exam was nonfocal. The second adjudication committee has determined this to be an ipsilateral cerebrovascular accident. During the index procedure the patient had a precise pro rx stent implanted in the left proximal internal carotid artery with an 80% stenosis. An angioguard rx was successfully deployed and retrieved with no malfunction or angiographic complications. The patient's medical history was significant for CABG and coronary artery disease. The day of the index procedure the patient suffered a myocardial infarction accompanied by bradycardia and multiple irregular heart rhythms. The event was reported to be related to the index procedure and unrelated to the cordis device. According to discharge report the patient had bradycardia secondary to intermittent complete heart block. Condition on discharge was stable and improved. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with stent implantation procedures especially when combined with the patient's significant medical history of CABG and coronary artery disease. There is no evidence to suggest that the event is related to the design or manufacturing process of the devices. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During an ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The day of the index procedure, the patient suffered a myocardial infarction accompanied by bradycardia and multiple irregular heart rhythms. The event was reported to be related to the index procedure and unrelated to the cordis device. According to discharge report the patient had bradycardia secondary to intermittent complete heart block. Condition on discharge was stable and improved. For the index procedure the patient had an 80% stenosis in the left proximal internal carotid artery which was treated with a precise pro rx stent. An angioguard rx was successfully deployed and retrieved with no malfunction or angiographic complications. The patient's medical history was significant for CABG and coronary artery disease. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with stent implantation procedures especially when combined with the patient's significant medical history of CABG and coronary artery disease. There is no evidence to suggest that the event is related to the design or manufacturing process of the devices. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
Concomitant medical products: intra-procedure: heparin and discharge: aspirin. The day of the index procedure, the patient suffered a myocardial infarction accompanied by bradycardia and multiple irregular heart rhythms. The event was reported to be related to the index procedure and unrelated to the cordis device. According to discharge report, the patient had bradycardia secondary to intermittent complete heart block. Condition on discharge was stable and improved. For the index procedure the patient had an 80% stenosis in the left proximal external carotid artery which was treated with a precise pro rx stent. An angioguard rx was successfully deployed and retrieved with no malfunction or angiographic complications. The patient's medical history was significant for CABG and coronary artery disease. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures especially when combined with the patient's significant medical history of CABG and coronary artery disease. There is no evidence to suggest that the event is related to the design or manufacturing process of the devices. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Event description:
Additional information was received that indicated the target lesion location was changed from left proximal external carotid artery to left proximal internal carotid artery.

Manufacturer narrative:
Additional adjudication minutes received on march 22, 2012 indicate that on (B)(6) 2011, the pre-procedure nih stroke scale score was 0 and the rankin stroke scale score was 0. On (B)(6) 2011 at 16:30, the post-procedure the nih stroke scale score was reported as 2. The nih stroke scale worksheet had the total score as 2 however; partial gaze palsy, partial hemianopia, and mild to moderate aphasia were reported. The neurological exam was performed by the same physician as the exam performed on (B)(6) 2011. The nih stroke scale worksheet is available for review. The rankin stroke scale score was not performed. No diagnostic testing was performed. The neurological exam upon discharge on (B)(6) 2011 included the following: the patient was alert and oriented x3; cranial nerves ii-xii were grossly intact; the rest of his neurological exam was nonfocal. The second adjudication committee has determined this to be an ipsilateral cerebrovascular accident. To better reflect the adjudication determination the cva will be added to the file as a reportable complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient's date of birth was (B)(6) instead of (B)(6) as previously reported.

Event description:
The information received from the (B)(4) study indicated that the day of the index procedure the patient suffered a myocardial infarction. The event was reported to be related to the index procedure and unrelated to the cordis device. Bradycardia occurred approximately 2 hours after the procedure. Post-procedure ck-mb was recorded as "too low" and troponin was 2.23 ng/ml. Post-procedure ECG demonstrated "heart block." ECG report states: a-fib, question complete av block with junctional escape rhythm, rbbb and lafb, question ventricular bigeminy, compared to previous tracing a-fib is now present. The patient had no complaints and felt as though he could get up and walk around. According to discharge report the patient had bradycardia secondary to intermittent complete heart block. Condition on discharge was stable and improved. For the index procedure, the patient had an 80% stenosis in the left proximal external carotid artery was treated with an 8 x 40mm precise pro rx with no malfunction or angiographic complications. An angioguard rx was successfully deployed and retrieved with no malfunction or angiographic complications.